Event description:
On (B)(6) 2015, the reporter contacted animas alleging when changing the battery, ¿the pump tended to lose time format¿. The patient reportedly set the time to the current time and the pump was working appropriately; however, during a battery change, the basic program allegedly also disappeared. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the last basal delivery was on (B)(6) 2015 at 10:21. There was no activity outside of normal use observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and cartridge cap were used to complete the investigation. There were no errors, alarms or warnings that occurred during the investigation. There were no programming issues found with the pump. The product performs within specification and the reported ¿history/settings issue¿ complaint was unable to be duplicated.